Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up appointment, the patient complained of feeling discomfort. The observation was made that this right ventricular (rv) lead dislodged. It was also noted that the helix mechanism was not fully extended. Surgical intervention was performed, and the lead was replaced with a competitors device. No additional adverse patent effects were reported. This lead is not expected for return, as it was capped/abandoned.